Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the customer was performing vascular planned treatment/non-emergency treatment, and the procedure was delayed for 20 mins. The procedure was completed by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to perform x-ray. The philips remote service engineer (rse) analysed the logfile and confirm the reported problem. Upon functional testing, the fse found that the customer had not been closing their cases and leaving them suspended and because of it was not closed the autodelete feature was not working which leads to system memory full and system was unable to perform x-ray. To resolve the issue, the fse instructed customer on how to close their open case and the fse deleted the image database after all patient studies were closed. After this, the system was returned to use in good working order.

Event description:
It was reported to philips that the x-ray exposure was not functioning. No harm to the patient or user was reported. Philips has started an investigation of this complaint.